Manufacturer narrative:
Device evaluation summary: one 6fr launcher guide catheter was received for analysis. Kinks were noted on the shaft of the catheter approx. 7.4cm, 44.6cm and 80.5cm, distal to the strain relief. A torsional kink was noted on the shaft of the catheter approx. 29cm distal to the strain relief. No damage was noted to the distal tip. The ID of the catheter measured within specification. The shaft od measured within specification. It was not possible to load a 0.035 inch guidewire through the lumen due to the deformation on the catheter. No other damage was noted to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one 6 french launcher guide catheter to treat a lesion. A femoral procedural approach was used. There was no damage evident to the protective packaging of the device. There was no resistance noted while removing the device from packaging. The device was inspected after removal from packaging. The device was not excessively torqued. There was no resistance noted during the insertion/delivery of the device. It was reported that multiple kinks in proximal, mid and distal portions of the guide occurred while in the patient. It was stated that the kinks were observed as the tip was being advanced into the sheath. The guide catheter was removed immediately from the body. It was stated that the guide was not advanced past the aortic arch. The patient was reported to be alive with no injury.